Event description:
The customer reported that an insulin gauge displayed an amount different than expected, which occurred on a previous day. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by loading a new cartridge and received education from technical support about potential reasons for the discrepancy. The customer was also sent an email with links to cartridge loading resources.